Event description:
Ventilator led lit up as ventilator in-operative. Trouble shooting unit proved ineffective. Pt was bagged. Defective unit taken out of svc and replaced with working unit. No pt injury noted.